Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the electrocardiogram (ECG) port of the device produced only artifact; the ECG connector was loose, so the link electronic module (lem) board assembly was replaced and recalibrated. The hard drive was reconfigured, and the software was reloaded and updated. It was also noted that the cursor did not align to the stylus touch-pen on one horizontal line of the display screen; the bezel shield assembly was replaced. It was further noted that the latch tabs of the power cord bay were broken, and the system fan was noisy; the power cord bay assembly and system fan were replaced. Lastly, it was noted that the device came in without a stylus; the stylus was replaced and recalibrated. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer's electrocardiogram (ECG) port produced only artifact. The programmer has been returned to service. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.